Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.